Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2456 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after a nurse connected a strain relief during the initial catheter placement, fluid leaks occurred at the rear end. Afterwards, a new PICC kit was opened and the strain relief was replaced. The catheter placement was completed. But, the new PICC was no longer usable after its package was opened.